Event description:
This ICD was explanted and returned as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion manufactured lyra model ICD's. It was reported that theis device would not interrogate and there was no output. Therefore, this device was explanted in 2002. This device was implanted and explanted outside of the united states.